Event description:
N/a.

Manufacturer narrative:
UDI #: (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the index knob and lock needed new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. The reported complaint was confirmed via inspection of the unit. The index knob is loose and is easy to unlock. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking mechanism of the a1059 mayfield modified skull clamp was light. There was no known patient injury or delay in surgery.